Event description:
It was reported that the device was explanted due to intermittent capture.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.